Event description:
The customer reported that there was an issue with an xr detectable gauze. Photos showed some sort of tearing or quality issue.

Manufacturer narrative:
An investigation is currently underway. Upon completion, the results will be forwarded.

Manufacturer narrative:
A photo sample was received for the investigation. The device history record was reviewed and indicated that the product was released accomplishing all quality standards. Upon a visual evaluation of the photo sample, the defect was confirmed; poor weave can be observed. A root cause analysis indicated that this occurred during the manufacturing process.